Manufacturer narrative:
(B)(4). Date sent: 8/9/2023. Additional information received: (B)(6) 2023 - the event has no relation to the procedure or study product. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Event description:
It was reported that during a splenectomy the patient did fall as an inpatient, secondary rupture of the system hemorrhagic shock no malfunction of a stapler.

Manufacturer narrative:
(B)(4). Date sent: 7/27/2023. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: does the surgeon believe the post operative fall was due to a deficiency with the ethicon device? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.